Event description:
Terumo medical corporation received the following information: it was reported that during insertion of the assembly; the insertion sheath became kinked due to severe calcification. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned partially mated and noted to be bent. The components were able to be fully mated during testing. The angio-seal device was returned for evaluation. The dilator and sheath were returned partially mated and noted to be bent. The device condition was consistent with damage during insertion. The complaint can be confirmed for damage sustained to the sheath and locator assembly. The exact root cause could not be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).